Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
It was reported that postop, the patient reportedly experienced pain, uncontrolled bone growth, and nerve impingement.

Manufacturer narrative:
(B)(4).

Event description:
Date of surgery: (B)(6) 2006, (B)(6) 2010,(B)(6) 2012 it was reported that patient was experiencing pain in her lower back with shooting pain into her upper thighs prior to surgery. In (B)(6) 2006, the patient underwent a lumbar fusion surgery. The patient was implanted with rhbmp-2/acs. Post-op, the patient experienced pain in lower back and upper thighs. The patient began developing some numbness in legs. In early 2007, the patient began having problems walking and developed a significant limp. From 2006 to 2010 the patient had physical therapy to alleviate the issues but none of the pain showed any improvement. In 2010 the patient had bulging discs in lower back. In (B)(6) 2010, the patient underwent surgery of hardware implantation from l3-l5 (the second surgery) the patient was implanted with rhbmp-2/acs. Post-op, the patient had pain and became worse.the patient began to suffer from excruciating pain in groin that was not present prior to the second surgery. From 2012 to 2013, the patient was given injections in the spine to try to alleviate pain.the patient complained of pain in lower back and leg grew worse. The patient toes became numb and now have little to no feeling.the patient also began to have headaches that believed were associated with stress. On (B)(6) 2012, the patient underwent surgery consisting of a cervical fusion from c2-c7 (the third surgery) the patient was implanted with rhbmp-2/acs.post-op, the patient developed shoulder and neck pain that had never experienced prior to the cervical fusion.the patient had to wear a neck brace at all times. In (B)(6) 2013 the patient underwent MRI which indicated l3-l4 interbody bone graft retropulsion; a leakage of the rhbmp-2/acs in spine.

Manufacturer narrative:
(B)(4).